Event description:
Customer reported the system would not boot up. The table worked, but failed to create x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep discovered a floppy disk had been in the generator during start up and failed. Software was reinstalled and calibration files were transferred. System functions as expected.